Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by an arthrex employee via email that for an ar-5100-07, graftbolt®, tibial, 7 mm, the anchor broke during insertion. This was detected during use in a tendon reconstruction surgery on (B)(6) 2026. The procedure was completed successfully by using another new ar-5100-07, no patient harm and no secondary procedure needed. Ar-5107 was used to prepare bone socket, bone quality of patient was hard and no fragments were found.